Manufacturer narrative:
(B)(4). Date of initial report: 12/14/2015. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a mastectomy procedure, the pencil activated unintentionally without the activation button being pressed. An activation tone was heard from the generator. The side of the surgical area was slightly damaged due to the issue. Burn degree was unknown but no medical treatment was required.